Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the operation room for a generator change due to normal eri, externalized conductors were observed during the procedure. No electrical anomalies were observed. The lead was capped and replaced. The patient condition is well. The patient will be monitored with routine follow up.